Manufacturer narrative:
.

Event description:
It was reported that upon interrogation, battery data could not be obtained from the pulse generator. During re-interrogation, an alert for low battery was given. The device was explanted and replaced as a result of routine battery depletion.